Event description:
It was reported that the tip of an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a severe chronic total occlusion (cto) in the left coronary artery. The sion blue guide wire was placed in the heavily tortuous right coronary artery (rca) for approximately 21 minutes, at which point a fracture was observed at approximately 20cm from the wire tip. Repeated attempts were made to retrieve the wire fragment using a snare, but were unsuccessful. The patient then developed coma and syncope, and the guidewire was surgically retrieved. It was informed that the patient was recovered and discharged after the surgery.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that bending stress exceeding the product design limit might have been locally applied on the joint of the distal coil segment and the shaft of the sion blue guide wire, where the stiffness changes, due to the heavily tortuous vessel. Consequently, the guide wire was fractured. Although it was concluded that this event was not attributed to product quality, surgical removal of the wire fragment is considered as an adverse event and possibility of fragment left in patient anatomy could not be completely eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The separated wire tip was returned for evaluation while the proximal segment of the affected sion blue guide wire was not returned. The shaft of the sion blue guide wire was found fractured proximal to the proximal solder (set at 200mm from the tip). The ball tip was found attached on the distal end of wire fragment, suggesting that the outer coil was not fractured. Microscopic observation found that the fracture end of the wire shaft had an oblique fracture surface and multiple circumferential cracks were observed on the shaft surface proximal to the fracture end, indicating that repeated bending stress had contributed to the shaft fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that repeated bending stress generated with pushing and pulling manipulation might have been locally accumulated on the proximal solder of the sion blue guide wire due to the vessel tortuosity. Consequently, the wire shaft was fractured. Although it was concluded that this event was not attributed to product quality, surgical removal of the wire fragment is considered as an adverse event. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.